Manufacturer narrative:
The insulin pump had a blank display due to moisture damage found on the electronic assembly. Unable to confirm the motor error alarm due to the blank display.

Event description:
The customer stated that the insulin pump alarmed motor error during the rewind. The customer stated that there was water inside the insulin pump. Nothing further was reported.